Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image occasionally blacked out. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: when the scope connector was shaken the image occasionally blacked out. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had an intermittent image and no image. This occurred during inspection for use. There were no reports of patient harm.